Manufacturer narrative:
The reported pump stoppage was confirmed through the evaluation of the submitted system controller log file. The submitted log file captured a brief, 4 second duration, low speed/pump stoppage event on (B)(6) 2016. The captured event occurred while the system controller was connected to the power module. The log file evaluation could not conclusively determine the cause of the brief pump stoppage. The patient remains ongoing on lvad support with the device and was provided with a non-grounded patient cable for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The event took place in (B)(6). The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during review of the system controller history, a brief pump stoppage was noted on (B)(6) 2016 while the system controller was connected to the power module. The patient was asymptomatic. As a precaution, a non-grounded patient cable was provided to the patient for use with the power module. It was reported that a percutaneous lead (driveline) investigation is not required at this time. The patient was not symptomatic due to the pump stoppage. No additional information was provided.